Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 427 mg/dl at the time of incident and current blood glucose level was 104 mg/dl. The customer had symptoms related to high blood glucose level as tired, feeling full, nausea and abdominal pain. The customer was treated with insulin pump for high blood glucose level. The customer performed high pressure test and displacement test and it passed. The insulin pump will not be returned for analysis.